Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 16-jan-2018 with the following findings: during investigation, the battery compartment was cracked at the case seal to the left side of the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 15-jan-2018.